Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the jp drain tip broke and remained in patient at time of removal. Patient had to be taken back to surgery to remove the jp drain tip. No further information was provided.

Manufacturer narrative:
A non-conformance review could not be conducted since a lot number was not provided. No further actions could be taken as the customer did not provide the required supporting documentation, including visual evidence of the reported condition and a sample for evaluation. We will continue to monitor reports and take actions as applicable.